Manufacturer narrative:
A getinge representative has confirmed that the distributor's getinge trained field service engineer (fse) had performed the repairs on the iabp unit involved in this event.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the crm (condensate removal module) which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "automatic inflation failure". After the iabp was withdrawn immediately, it was pulled back to the manufacturer to test. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.